Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber exhibited forward firing after 28,337 joules and 3 minutes with 52 seconds of fiber use. The fiber was replaced to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported forward firing. Microscopic inspection identified a distal circumferential fracture at the glass cap and glue failure. A distal circumferential fracture has the potential for forward firing. A forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glue failure.

Event description:
It was reported that the fiber exhibited forward firing after 28,337 joules and 3 minutes with 52 seconds of fiber use. The fiber was replaced to complete the procedure. There were no patient complications reported.